Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event of corrosion inside both light guide (lg) lenses was caused by a component failure, and the cause of the white residue in the air/water (a/w) channel, the white residue in the air/water (a/w) cylinder, and the white residue in the auxiliary channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue in the air water (a/w) channel, white residue in the air water (a/w) cylinder, white residue in the auxiliary channel, and corrosion inside both light guide (lg) lenses. There was no patient involvement.